Event description:
The micro saggital saw was returned for service. Upon eval at the MFR, it displayed a bias current error when connected to the console, signaling a condition occurred from which the device has the potential to run w/o user activation.

Manufacturer narrative:
Upon disassembly, the rotor and rotor bearing was discovered to be worn.